Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the needle did not retract; indicating a needle mechanism failure. The pod was worn between 4 and 24 hours and the patient's blood glucose levels reached 19.6 mmol/l (353 mg/dl) as a result of the event.

Manufacturer narrative:
The returned product was evaluated and found a defect in the linkage assembly. The defect was found to have caused resistance to the rotating motion of the linkage assembly around the mechanism rail post. The interference to rotation prevented the linkage assembly from fully retracting the formed needle. No other issues were observed with the device.